Event description:
Bed going into chair position all by itself.

Manufacturer narrative:
Head up switch stuck on pt left side rail. Replaced bad pt left side rail with a new side rail. Switches working properly now. Bed working properly now.